Manufacturer narrative:
Approximately three weeks post index procedure, the patient was readmitted with sob leading to acute respiratory arrest and intubation. During this admission the patient did have a cva, group c strep endocarditis. There is mention of possible asa and plavix failure. The patient was discharged to (B)(6) hospital on (B)(6) 2010. The patient expired approximately three weeks later. There is no other information of patient's exact cause of death, and a death certificate is not available. The event was evaluated and determined to be unrelated to the cordis product, and unrelated to the index procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. Medical history includes severe cardiac and carotid disease, severe pulmonary disease, clinical copd, and smoking. The index procedure took place on (B)(6) 2010. The target lesion location was ostium of the left internal carotid artery (l6). The vessel was described as moderately calcified and mildly tortuous. The rate of stenosis was 95%. An angioguard embolic protection device was placed distal to the lesion and the lesion was pre-dilated. A precise stent was successfully deployed in the lesion. The angioguard was safely removed from the patient. Upon inspection of the filter basket, it was noted that there was no debris (thrombotic material) found in the filter. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. Four days after the carotid stenting procedure the patient underwent CABG, the patient was then discharged (B)(6) 2010. Approximately three weeks post index procedure, the patient was readmitted with sob leading to acute respiratory arrest and intubation. During this admission the patient did have a cva and group c strep endocarditis. There is mention of possible asa and plavix failure. The patient was discharged to select specialty hospital on (B)(6) 2010. The patient expired approximately three weeks later. There is no other information of patient's exact cause of death, and a death certificate is not available. The event was evaluated and determined to be unrelated to the cordis product, and unrelated to the index procedure. The product was not returned for evaluation and testing. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the information provided and the inability to assign or determine a root cause no corrective actions will be taken at this time. Stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and pharmaceutical factors may have contributed to the reported events.

Event description:
The email received from the (B)(4) study indicated that three months post index procedure, the patient expired. Cause of death was noted as "other." Additional information received stated that approximately three weeks post index procedure, the patient was readmitted with shortness of breath (sob) leading to acute respiratory arrest. During this admission the patient did have a stroke. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the carotid artery. Medical history includes severe cardiac and carotid disease, severe pulmonary disease, clinical copd, and smoking. The index procedure took place on (B)(6) 2010. The target lesion location was ostium of the left internal carotid artery (l6). The vessel was described as moderately calcified and mildly tortuous. The rate of stenosis was 95%. An angioguard embolic protection device was placed distal to the lesion and the lesion was pre-dilated. A precise (pc0640rxc / lot 14113456) stent was successfully deployed in the lesion. The angioguard was safely removed from the patient. Upon inspection of the filter basket, it was noted that there was no debris (thrombotic material) found in the filter. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. Four days after the carotid stenting procedure, the patient underwent CABG. The patient was then discharged (B)(6) 2010.